Event description:
Additional information received reported that the patient had a spinal tap and that was how they determined the elevated pressure. It was unknown if any diagnostic tests were performed. It was unknown what the lead the physician to perform a spinal tap.

Event description:
It was reported that the patient had vision problems. It was noted that the patient had complained of intermittent visual loss since having the device implanted. It was noted that the patient saw a neurosurgeon and neurologist and it was determined that the patient had increased intracranial pressure (icp) and may require a shunt. It was noted that the neurosurgeon was skeptical regarding placing a shunt in with an implanted device in the epidural space. It was noted that the device may be removed to place the shunt. It was noted that the patient was concerned that the leads had increased the intracranial pressure resulting in this issue.

Event description:
Additional information received reported that there was no planned removal of the implanted system. It was noted that the patient was receiving effective therapy and did not want the system removed. It was unknown if other testing had been performed. It was noted that it had not been determined if there was a relationship between the implant and the increased pressure. It was noted that there were no plans at the time of the report to implant the patient with a shunt. It was noted that the patient was receiving effective therapy and was doing well.

Event description:
Additional information received reported that the patient was referred to an ophthalmologist. It was noted that the cause of the intermittent vision loss was due to papilledema and was not related to the implanted stimulator.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).